Event description:
The upright bucky keeps falling off the stand. The reason is that the suction cup fails and a person is able to put the cassette holder out of the hooks.

Manufacturer narrative:
Evaluation: (method)- the field service engineer repaired the cassette holder and the system is now performing to specifications. The investigation is on going to determine the root cause.